Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment . When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment . When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: a.3.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment . When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.